Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Other: (B)(6) adverse incident report reference no (B)(4); submitted to (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific vaginal sling was implanted into the patient during a procedure. The patient had mesh exposure into the vagina after the implantation and underwent "total retropubic tape removal". Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.